Manufacturer narrative:
(B)(4). Concomitant products: guide wire: xt-r, runthrough; guide cath: 7f profit al 1.0, revolution, skipper. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with mild tortuosity, moderate calcification and 100% stenosis. The lesion was dilated with the 3.0 x 15 mm trek rx balloon catheter for one inflation at 8 atmospheres (atm). However, when the balloon was inflated for the second time, it ruptured at 12 atm. The lesion was further dilated with a 3.0 x 15 mm nc trek balloon catheter and a non-abbott drug-eluting stent was implanted. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.